Event description:
Underdelivery reported. The pt was set up with the pump to run the following: on a side normal saline 1000cc with 30 meq potassium and 640mg mesna to run at 125cc hr, total volume to be infused 2063cc. On side b was zofran 25mg in 25cc of solution set at 1cc/hr. Four hours later it was noted that the pump had "frozen"; the display showed the pump as running, but the bars were not moving and no alarms had sounded. The display showed that side a had infused 1500cc and side b and infused 12cc. The customer stated that the pt did not receive approximately four hours worth of medication. The nurse atempted to power off the pump, but the keybord did not respond; so he pulled the batteries out and placed the same batteries back in, and the pump started up again and ran fine. (Batteries are replaced daily.) The pump swapped out right away and sent in for testing. No pt harm reported, no nausea reported, and urinalysis tests returned without problem. (Mesna coats the bladder during chemo treatments and lack of drug may have caused bladder damage.